Event description:
During a remote follow-up, r wave amplitude variation and episodes of noise were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.